Event description:
Event description guidant received information that during the attempted implant of this cardiac resynchronization therapy defibrillator (crt-d), this chronic implantable transvenous defibrillation lead was tested through the pacing systems analyzer (psa) and exhibited normal lead measurements. During induction testing, the rhythm was not terminated with a 21j or 31j shock. External shock terminated the rhythm. Following this, interrogation revealed a yellow warning screen of a shorted shock lead. Impedance measurements on the right ventricular(rv) and left ventricular (lv) leads were < 200 ohms, the shock impedance was less than 20 ohms. The physician decided to replace the chronic lead (0125) and the h195. Both will be returned to guidant.